Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. It was also noted that the stent of the device was detached from the delivery system. A visual examination of the detached stent found that it was severely stretched and distorted across its length. However it was noted that the proximal end of the stent was undamaged. The stent protector was not received for analysis but it was noted that the inner diameter (ID) of the stent protector issued to this device and the stent outer diameter (od) of the undamaged proximal stent were within specification. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The bi-component bond was broken and it was noted that 0.2mm of distal inner remained on the proximal inner indicating the device was bonded during manufacturing. The shaft polymer extrusion was severely stretched in this region. It was also noted that the shaft polymer extrusion was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 2.50x28mm promus element¿ plus drug eluting stent, it was noted that the stent dismantled from the balloon when the physician removed the protective pod. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 2.50x28mm promus element¿ plus drug eluting stent, it was noted that the stent dismantled from the balloon when the physician removed the protective pod. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.